Manufacturer narrative:
H3 correction: analysis found the returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that that  patient saw 'system error' message on their handset yesterday and was not able to adjust therapy. Patient with basic evaluation. Manufacturer representative (rep) requested review of how to troubleshoot this issue. The meaning of messageand troubleshooting methods reviewed. The aaaa batteries replaced. Now working as it was intended. Issue resolved. On 2024-may-10, it was further reported that a communication error occurred on the patient's remote stating 'no leads attached to cable'. Once the temporary lead was removed, clinician noticed it was fractured.

Manufacturer narrative:
Continuation of d10: product ID 309201 lot# 60490803 serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type screening de vice section d information references the main component of the system. Other relevant device(s) are: product ID: 309201, lot #: 60490803, ubd: 01-sep-2024, UDI#: (B)(4) g2: country canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis (B)(4): the returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 309201 lot# 60490803 serial# unknown implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type screening device product ID 367675 lot# serial# unknown implanted: explanted: product type screening device product ID a521 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.